Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: lap appendectomy. According to the reporter: surgeon was firing instrument and could not retract the knob more than 1 cm, even with extreme force. He also tried firing it again and then retracting the knob but this did not work either. The instrument had to be cut out of the patient. This was re-stapled and the case was completed without further incident. There was unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity and no reinforcement material was used.